Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp troponin ultra results were obtained on one patient samples. The positive troponin result was questioned when the third result of the serial draw was negative. The second sample of the serial draw was then tested in duplicate and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra results.